Manufacturer narrative:
The lot number of the device was not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that two patients underwent breast biopsy procedures using a disposable brevera biopsy device. It was further reported that the patients later reported "signs of infection" and "mentioned that small plastic-like beads were expressed from the biopsy site." Attempts to obtain additional information from the user site were unsuccessful. No further information is currently available. Due to the report of two impacted patients, separate MDR's will be submitted for each patient.